Event description:
Information was received from a patient and patient representative regarding an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that since yesterday the ins recharger (insr) was not working at all. It had a slight constant beep and nothing was on the screen. The patient reset the insr like they had done in january but that did not resolve the issue. The patient did not think the insr was plugged into the desktop charger when they reset it. The patient noted that for probably three months their equipment was showing them a message with a doctor that said ER. The patient did not recall specifically what the specific message was. During the call, the patient reset the insr. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97754 serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.